Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl. The patient reports while activating a pod they had received a communication alarm and was unable to activate another pod. Once at the hospital the patient was treated with both sodium chloride and insulin. In addition the patient had an electrocardiogram and a cat-scan. The patient was released from the hospital after 5 hours.